Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 42 mg/dl. The patient was nauseous, dizzy and passed out. For treatment, the patient was given a glucagon shot. The pod was worn on the arm. The patient was discharged after 3 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.